Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint for the guide wire becoming kinked during insertion was confirmed. One guide wire was returned. The arrow raulerson syringe was not returned. Visual examination revealed four kinks in the guide wire body. A slight bend was also noted after the last kink which continued from the distal end to the proximal end of the guide wire. The kinks were observed at 18.1 cm, 22.3 cm, 25.6 cm, and 35.3 cm from the distal end. The bend in the swg starts at approximately 42 cm from the distal end. Microscopic examination confirmed the kinks and found that both welds are typical, full, and spherical. A manual tug test confirmed that both welds are intact. The swg measures 703 mm in length and the outside diameter (od) is 0.951 mm. Both measurements are within specification of 694-706 mm and 0.94-0.965 mm per guide wire graphic. Instructions for use describe suggested techniques to minimize the likelihood of swg damage during use. A device history record review did not reveal any manufacturing related issues. Since the guide wire was inserted into the arrow raulerson syringe and introducer needle and those components were not returned, the probable cause could not be determined. No further action will be taken.

Manufacturer narrative:
(B)(4). The complaint investigation lab received a second damaged guide wire for evaluation with MDR# 3006425876-2015-00383. Therefore a new complaint was opened and this report is being submitted to account for the second event.

Event description:
It was reported that the guide wire was being inserted through the raulerson syringe and became kinked. As a result, a new kit was opened and used. It is not known if there was a delay in treatment and there was no patient death or complications reported.